Event description:
It was reported that a malfunction occurred on the pump, with the malfunction code malf 14 displayed. There was no adverse impact to the customer's blood glucose level. Customer had not previously reported or reset the pump for this malfunction. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. Customer may continue using the pump and was advised to call back if any malfunction code recurs.